Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure that the bipolar lead was unable to be implanted. The lead was explanted and replaced with a quadripolar lead. The patient was stable. No further information is available at this time.

Manufacturer narrative:
Upon review, the quickflex micro lv lead manufacturer report 2938836-2018-11768 should not have been submitted as a medical device report (MDR) as the event did not indicate malfunction caused a serious event.